Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the field experience of extended charge time was verified in the laboratory. The device was tested on the vats defib life test and performed normally except for the battery related errors. It was believed the issue was due to battery performance. Based on the device's programmed parameters, the battery was within expected longevity performance.

Event description:
It was reported that the device was explanted due to normal eri. During the interrogation extended charge time was found.